Manufacturer narrative:
The device was received not deployed with the cannula not deployed and the pink slide insert not in the viewing window. No hazard alarms, timeouts, or drive stalls were generated. The device ran 46 first prime pulses and was deactivated at 46 pulses, showing that the user deactivated the device before second prime was completed. This resulted in the device not deploying.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.